Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump passed displacement, operating currents, selftest, off no power, a21 error, basic occlusion, occlusion, prime/a33 and excessive no delivery tests. The insulin pump was received with minor scratched display window, cracked battery tube threads, cracked reservoir tube lip and scratched reservoir tube window.

Event description:
It was reported that the customer observed air bubbles in the reservoir and infusion set. The caller did not know the blood glucose reading. The customer followed correct protocol for insulin storage at room temperature and did not prefill reservoirs. The customer stated that the air bubbles occurred after 24 hours. The customer was unable to perform troubleshoot because the customer is disabled. The customer did not trust the insulin pump and requested a replacement device. Nothing further reported.